Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer received a motor error and a no delivery alarm during a bolus. Customer also reported insulin would squirt out during a prime. Customer also reported having issues with the buttons. Customer's blood glucose was 517 mg/dl. The customer's blood glucose was treated with a manual injection. The mother stated the drive support cap appeared to be normal. The mother also stated they were able to complete the rewind sequence on their insulin pump. The mother also reported the insulin pump passed a displacement test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.